Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had a scab over the implant site which fell off and the incision opened underneath it. It was noted that the patient experienced warmth around the ipg site and there was a greenish discharge. The patient was given clindamycin. The patient underwent a spinal cord stimulator (scs) explant procedure wherein everything was removed. The patient was doing well postoperatively. The explanted products were disposed by the facility.